Event description:
It was reported that the ilet user experienced fluctuating blood glucose readings from 69 mg/dl to 334 mg/dl after frequently pausing the pump and not announcing meals due to concerns about subsequent lows. The user received education on treating lows in measured 15-minute increments and additional training was requested. Intermittent libre 3 plus sensor data dropouts were noted and support contact for the sensor manufacturer was provided. Symptoms included hypoglycemia with confusion, presyncope, and skin itchiness, as well as hyperglycemia manifested by thirst. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem was found, a usage problem was identified related overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.